Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor does not communciate with electrode belt) has been confirmed. Upon investigation, the monitor was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, there was liquid contamination found on the c/a board. The root cause for the damaged connector was excessive force.the root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.